Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was attempted to be repositioned.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that two days post implant the right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). A revision procedure was performed four days later where the helix was unable to be retracted. A rv lead fracture was suspected. Subsequently the lead was explanted and replaced. No additional adverse patient effects were reported.